Manufacturer narrative:
The device history review showed no related mfg issues and one other complaint of similar nature which was inconclusive.

Event description:
Approx one week after placement, the catheter became difficult to flush. A leak was noted at the exit site, under the dressing. The catheter was removed. No pt injury was reported to have occurred.